Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The patient's nurse reported that the pump basal insulin dosage was incorrectly set to 0.00. The basal insulin dosage was corrected and the pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed.